Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer could not interrogate the device. Of note, the programmer had recently been updated with the new device software. The caller indicated that there was only one light on the radiofrequency (rf) head. Technical services suggested that another programmer be used and the caller indicated that this would be done. The status of the programmer is unknown. No patient complications have been reported as a result of this event.